Event description:
It was reported the patient couldn¿t get their programmer to work the day prior to report. It was stated at the time of the call the patient¿s implant was off and at 5.7 volts with a check mark by program 2. It was noted the implant was turned back on and the patient was unaware it had been off. Reportedly, the patient felt too strong of stimulation and was shocked, so the stimulation was turned back down to a comfortable level. The patient ended up at 3.1 volts and stated it was still stinging, so the patient decreased to 3.0 volts. It was noted the patient was feeling stimulation and had pain in their left buttock. It was reported the patient had leakage for almost one week prior to report but had been getting great benefit otherwise. It was reviewed that it was likely because of the off state of the device.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va05gnj, implanted: (B)(6) 2013, product type: lead. (B)(4).